Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure a cancellation occurred. After preparing the patient for the procedure the amplifier was connected to the system but signals were not available. New cables were used in order to troubleshoot and resolve the issue but there was no resolution. The procedure was cancelled with no adverse patient consequences.

Manufacturer narrative:
Additional information: one workmate claris amplifier with was received for evaluation. As received, the returned workmate claris amplifier was powered on and successful communication was established with the test standard workmate claris computer using the test media converter. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that the returned amplifier performed within the factory specifications. The communication test was run for over 25 hours and no loss or drop in communication was observed. No error message was osbserved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported signal loss and subsequent cancelled procedure could not be conclusively determined.